Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having low blood glucose of 50 mg/dl and the pump alarmed threshold suspend. Troubleshooting found that the drive support cap was normal and the pump settings and basal rates are correct. The high pressure test passed. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction.